Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Update (B)(6) 2024 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
(B)(4) medical records ad on (B)(6) 2023 and (B)(4) medical records ad on (B)(6) 2023 were reviewed. On (B)(6) 2021: patient reports left knee pain at night. Treated with po pain meds. On (B)(6) 2021: patient reports her left knee feels warm and stiff. X-ray reported no issues. No treatment was indicated and surgeon will continue to observe left knee. Doi: on (B)(6) 2019, doe: on (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint (B)(4) b5 additional event information: medical records received on ad on (B)(6) 2024 were reviewed by a clinician to identify patient harms/product issues. Doe: on (B)(6) 2023 and (B)(6) 2023: patient received a left genicular nerve radiofrequency ablation under fluoroscopic guidance to treat chronic pain, swelling, and stiffness of the bilateral knees related to the genicular nerve. The only depuy implants are the patella and two smartset cements in the left knee. The procedure was completed without complications. Doe: on (B)(6) 2023: patient received right genicular nerve radiofrequency ablation under fluoroscopic guidance to treat chronic pain, swelling, and stiffness of the bilateral knees related to the genicular nerve. The only depuy implants are the patella and two smartset cements in the left knee. The procedure was completed without complications. These procedures are part of ongoing treatment for chronic pain. B3: date of event is an unknown date. E3 initial reporter occupation: lawyer this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.